Event description:
It was reported that a patient presented for an elective replacement procedure. It was noted that the right ventricular lead exhibited high pacing impedance and high capture thresholds. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.